Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the implant site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the implant site. The patient will undergo an explant procedure.